Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: implantable neurostimulator. Analysis of the ins (s/n (B)(4)) found the battery had reduced capacity due to overdischarge.

Event description:
A consumer implanted for non-malignant pain reported via the manufacturer's representative (rep) the battery became depleted. There were no known factors that could have contributed to this. A recharge and power on reset were attempted on (B)(6) 2016 but were unsuccessful. The consumer had an unrelated surgery and then chose to upgrade to a different implantable neurostimulator (ins). Following this the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.